Event description:
During prep, it was noted that the catheter was damaged and broke during prep of the catheter. No patient harm reported. Manufacturer response for perfusion system, freeclimb 54 aspiration 148cm (per site reporter).